Event description:
Pelvic checkpoint broke taking out of patient . Case type: tha.

Manufacturer narrative:
Pelvic checkpoint broke taking out of patient. Product evaluation and results: product inspection could not be performed as the product was not returned for evaluation. Product history review: review of the device history records indicate 1672 devices were manufactured and accepted into final stock on 03/19/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4), lot number w62853 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pelvic checkpoint broke taking out of patient. Case type: tha.